Manufacturer narrative:
(B)(4) other - administrative director, supply chain management. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link luer activated device would not connect to an unspecified administration set. This occurred during use in the emergency department. The reporter stated that the event led to a delay in therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.